Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent anterior lumbar interbody fusion surgery from vertebrae l4-l5 wherein rhbmp-2/acs was implanted. The rhbmp-2 collagen sponge was placed outside a cage (i.e in the disc space). Post-op, the patient complained of increasingly increasing low back pain, with radiculopathy in his lower extremities. The patient continued to experience chronic and extreme back pain, with pain radiating to his legs and feet, numbness in back of his legs and genitals, shortness of breath, bowel dysfunction, and abdominal pain. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: degenerative lumbar disk disease; lumbar 4-5 disk herniation with bilateral proximal extrusion of disk fragments and right lower extremity radiculopathy. The patient underwent the following procedures: exposure for anterior lumbar interbody fusion at l4-5; bilateral laminotomy and diskectomy l4-5, posterior lateral fusion l4-5 with autologous iliac crest bone graft, placement of epidural catheter; anterior lumbar interbody arthrodesis l4-5 via a left-sided retroperitoneal approach using machined allograft spacer, bone morphogenic protein and an anterior lumbar plate. As per op-notes,¿ trial spacers were introduced, and a 13-mm machined allograft spacer was selected. The cancellous core was drilled, and a small piece of rhbmp-2/acs was placed within the core. A separate piece of rhbmp-2/acs was placed around the spacer, and it was impacted into place with 6 mm of posterior offset. Additional rhbmp-2/acs was placed laterally and anteriorly. A 43-mm anterior tension band plate was secured in place with four 30- x 6.5-mm screws.¿ no intra-operative complications were reported. (B)(6) 2009: the patient was discharged from the facility.